Manufacturer narrative:
Samples received: two catgut chrom 2/0 (3.5) 90cm hr37s sutures are received, in original closed package. Preliminary analysis: · stock review: of the lot and reference reported in the claim, we do not have stock units. · quantity produced / imported: traceability is checked and verified that of this lot and product code, a total of (B)(4) were manufactured. · background: we proceed to review the database of claims from the manufacture of the batch and verify that to date there have been no complaints related to the product code and batch reported in the claim. · batch record / batch record: the documentation for the batch manufacturing was reviewed and no deviations or changes during the process are recorded. Analysis of sample (s): the two samples received and reviewed, were in their original, closed packaging. Although two samples are not enough to make a conclusive analysis; we were able to obtain two additional samples from the same batch for our analysis. Two of the samples received were tested for tensile strength, which yielded the following results: average 2.85kgf. Minimum 2.61kgf. Maximum 3.07kgf (usp requirement average 2.00 kgf.) Samples comply with usp and b.braun requirements. Subsequently, a knotting test is carried out and the thread is identified as having tendency to fray. This behavior may be common, while catgut is a yarn of organic origin (bovine serosa) and its characteristics may vary depending on different factors ranging from the physical condition of the bovine to the stages of the manufacture of the thread. Conclusions: according to the research carried out on the samples that could be obtained, it is identified that the values of resistance of the yarn are above the value established in the specification by the usp. However, during the knotting test of the sample, it is identified that the yarn has a tendency to fray, therefore the claim is confirmed. Actions: a quality alert will be made to the production department.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). During a cesarean surgical procedure, the suture frayed by the uterine wall.